Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported, and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported, and the patient was good post procedure.

Manufacturer narrative:
Corrected batch/lot # from 0030498356 to 0029880592.